Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation :observed one opening on the posterior side assessed as fold flaw opening. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ red particles observed on the fill channel . ¿ yellow particles observed inside the device.

Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Physician reported left side rupture. Device has been explanted.